Event description:
Consumer reported complaint for high and low blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 178 or 180 mg/dl 2- hours post meal; customer was unsure of the actual result. The customer¿s expected blood glucose test result range pm fasting is 120-140 mg/dl and caller stated that anything over 150 mg/dl is considered high for him. Caller stated that the customer had obtained a low blood glucose test result and had been experiencing confusion. Customer had eaten, tested again, obtained a high blood glucose test result and had taken insulin. Customer had gone to the pharmacy where he had experienced symptoms again and his blood glucose had been low. When granddaughter had spoken to the customer later in the day he had reported the results of 178 or 180 mg/dl; customer had stated that he would take 25 units of insulin to bring his blood sugar down (as per his medical treatment plan). At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/30/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer experiencing symptoms after administering insulin based on meter result. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 16-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.